Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned yet.

Event description:
It was reported that when flushing with heparinized saline after usage of the PICC, the liquid allegedly leaked from the insertion site. Reportedly, after removal, there was no damage to the catheter, this was confirmed by flushing it alone.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was a 4fr d/l powerpicc sv catheter. The catheter had been trimmed near the 28cm depth markings and usage residue was seen throughout the sample. Gross visual evaluation found no evidence of catheter damage, defect, or deformity. Functional testing included pressurization with a 12ml syringe and no amount of hand pressurization of the catheter resulted in leakage. Since the event could not be reproduced, and no potential cause of leakage was observed, the complaint was unconfirmed. A possible explanation of leakage near the insertion site is pressurization against a fibrin sheath. Fibrin sheath formation may result in backpressure during infusion which can then result in leakage out the insertion site. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when flushing with heparinized saline after usage of the PICC, the liquid allegedly leaked from the insertion site. Reportedly, after removal, there was no damage to the catheter, this was confirmed by flushing it alone.